Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-dec-17, information was received from a patient receiving morphine (10 mg/ml, "like 0.6 mg/day") via an implantable pump for non-malignant pain. It was reported the patient retired and was traveling across country. The patient reported their hcp was supposed to help them find another hcp to fill their pump, but did not. The patients' pump was beeping every 20 minutes and was "almost empty". The patient stated they thought it was something in the house beeping, but then realized that it was his pump. The patient reported hearing multiple tones (4 tones). Last night ((B)(6) 2019), it "seemed it was 5 tones but at least 4 for sure". The patient reported that their paperwork said it will start beeping at 2 ml, so the patient thought it was close to being empty. A missed refill was indicated. No symptoms were reported. The event date was (B)(6) 2019. The patient called again on (B)(6) 2019. The patient stated his pump was beeping 4 times every 20 minutes, now it was beeping 5 times every 10 minutes. Alarm and refill information was reviewed with the patient. The patient was instructed to seek medical intervention if he thought appropriate. The patient stated, "no wonder he feels bad", so they were redirected to hcp. The patient said "it did it again" (heard beeping) and would drive over to the hcp office. Today, the patient stated their neck was hurting and stated he was fused from c3 to t1 anterior and c6 to t1 posterior and they wanted to do t10 to s1 anterior to posterior and he refused, that was why he got the pump.